Event description:
It was reported that. A r3 0deg 28mm trial 50mm, r3 0deg 28mm trial 52mm, r3 0deg 28mm trial 54mm, r3 0deg 28mm trial 56mm and a r3 0deg 28mm trial 58mm are scratched and has broken locking tabs. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned r3 0deg 28mm trial 54mm confirms the device has multiple scratches/gouges in the plastic. The locking tabs are also broken, rendering the device inoperable. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.